Manufacturer narrative:
Method: device not returned. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. A thorough search was conducted for any event reported against any serial number listed in sterility lot# r-10j2390. At (B)(6) 20110, there have been no other reports of a similar nature. The device was indicated as to be returned; however, at (B)(6) 2011, it has not been received. The operative and pathology reports have been requested but have not been received. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the infection has been identified as (B)(6). No additional information has been provided.

Manufacturer narrative:
Additional manufacturer narrative: it was learned that the subject device has been discarded, and will not be returned for evaluation. A search of the complaint database indicates no other reported events related to sterilization, endocarditis, or suspected infection on any devices manufactured within the same sterilization lot of the provided serial number. Edwards lifesciences maintains sterilization controls and validation studies which are conducted in accordance with iso standards and meet global regulations assuring device safety. These validation studies demonstrate high effectivity and reliability, exceeding sterilization requirements. Overall, the investigation reveals nothing to indicate a quality deficiency during the manufacture of the device that may have contributed to this event.

Event description:
Per received operative report, the patient was diagnosed with prosthetic subacute bacterial endocarditis with severe aortic insufficiency, cyst, sepsis, congestive heart failure, and shock...after the patient was placed on bypass, the remainder of the heart was dissected free from the scar with a significant amount of difficulty around the pulmonary artery due to dense adhesions. ... The coronary buttons were fashioned and the root itself was vigorously sharply debrided to remove all vegetation and abscess cavity.

Event description:
Reportedly, the sales representative was contacted by the hospital regarding a device explanted after an implant duration of approximately 3 months due to an unexplainable infection. The initial reporter stated the infection is positive for (B)(6) in the blood. Cannot confirm type in the tissue because the device was explanted at a different hospital.